Event description:
A healthcare worker reported blood glucose results of 161 mg/dl with a lifescan meter and 131 mg/dl on a lab device, performed within 10 mins of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calcuated difference of these glucose results exceeds lifescan's critirea for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The reporter stated the meter had passed a correlation study recently and did not wish to have the meter replaced.